Event description:
It was reported to target that during the in vitro testing of dsb prior to use a leakage of its valve was detected. There were no complications for the pt, who was reported to be in good condition. The procedure was successfully finished with another dsb.